Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116," "pacer disabled," and "defib disabled," messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.